Manufacturer narrative:
Corrected: expiration date: 2020-05-31. Corrected: occupation: health care professional. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) clinic registered nurse (rn) called in after cancelling a patient treatment during pd training due to "m31 air detected in cassette" alarms. The pdrn stated when she opened the cassette door she saw fluid leaking out of the cycler. Additional follow-up made indicated the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was still being trained on peritoneal dialysis therapy and had not yet started completing pd treatments on her own. The pd rn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy training. The sample was discarded.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) clinic registered nurse (rn) called in after cancelling a patient treatment during pd training due to "m31 air detected in cassette" alarms. The pdrn stated when she opened the cassette door she saw fluid leaking out of the cycler. Additional follow-up made indicated the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was still being trained on peritoneal dialysis therapy and had not yet started completing pd treatments on her own. The pd rn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy training. The sample was discarded.